Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day. The cause of the peritonitis is unknown. No information was provided regarding treatment for the peritonitis event. At the time of this report, the patient had not recovered and was still hospitalized for the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available. This is report 2 of 3.